Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was previously showed 8 years remaining longevity. During the recent check, the device showed 6 and a half years remaining longevity. Boston scientific technical services (ts) discussed multiple latitude transmissions for ventricular tachycardia (vt) episodes were noted which was likely cause of the decrease in battery. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was previously showed 8 years remaining longevity. During the recent check, the device showed 6 and a half years remaining longevity. Boston scientific technical services (ts) discussed multiple latitude transmissions for ventricular tachycardia (vt) episodes were noted which was likely cause of the decrease in battery. As of this time, the device remains in service. No adverse patient effects reported.